Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. Prior to implant patient rhythm was sinus with right bundle branch block. During pre balloon aortic valvuloplasty (bav) the rhythm changed to complete heart block. Patient paced to maintain rhythm. The device was successfully implanted with a depth of 3mm. Post implant physician decided to implant a pacemaker while on the table. A permanent pacemaker was implanted, the patient is stable.

Manufacturer narrative:
An event of complete heart block and pacemaker implantation was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on this information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.